Event description:
Consumer complaint of high blood glucose results. Caller states that meter read at one time 488 mg/dl and testing performed at the doctors office within 20 mins was 175 mg/dl. Meter memory states: 252, 206, 182, 327, 488, 217, 207, 274, and 253 - customer unable to give dates but states all tests performed 2 hrs after eating. Customer states her readings should be 150-160 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).